Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text : pending investigation.

Event description:
Replacement brushes¿doesn't hold on the brush fully¿ brush head comes off the gadget¿ unclicks itself from the brush so I put my hand up and hold the head on to carry on- oral-b power toothbrush [device breakage] , no damage to me or any problem to worry about [no adverse event] . Case narrative: consumer via phone stated that when he cleans his teeth the brush head comes off the gadget, doesn't hold on the brush fully and unclicks itself from the brush so he has to put his hand to hold the head to carry on. No injury was reported. Follow up- product updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brushes¿doesn't hold on the brush fully¿ brush head comes off the gadget¿ unclicks itself from the brush so I put my hand up and hold the head on to carry on- oral-b power toothbrush [device breakage]. No damage to me or any problem to worry about [no adverse event]. Case narrative: consumer via phone stated that when he cleans his teeth the brush head comes off the gadget, doesn't hold on the brush fully and unclicks itself from the brush so he has to put his hand to hold the head to carry on. No injury was reported.

Manufacturer narrative:
14-jul-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Replacement brushes¿doesn't hold on the brush fully¿ brush head comes off the gadget¿ unclicks itself from the brush so I put my hand up and hold the head on to carry on- oral-b power toothbrush [device breakage] no damage to me or any problem to worry about [no adverse event] case narrative: consumer via phone stated that when he cleans his teeth the brush head comes off the gadget, doesn't hold on the brush fully and unclicks itself from the brush so he has to put his hand to hold the head to carry on. No injury was reported. 16-jun-2025 follow up- product updated. 09-jul-2025 product investigation results: long-term use of abrasive toothpaste led to the wear of the plastic dome which caused the refill to become loose, no manufacturing cause and no design issue identified based on investigation. No injury was reported.